Manufacturer narrative:
Product analysis: the touchscreen was found to be out of specification. The touchscreen connector was cleaned, and the connection was re-seated, its parameters were reset, and it was calibrated. The programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was unable to be calibrated. The programmer was returned for service. There was no patient involvement.